Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blood glucose reading of 364 mg/dl and a blood glucose reading of 39 mg/dl. The on-call doctor was called, and the doctor advised the customer to change the infusion set. The customer's blood glucose levels came down after the infusion set change. Also, assisted the mother with a bolus delivery after getting an alarm. Nothing further was reported.